Event description:
For a mid shaft fracture of the humerus a loqtec straight plate 3.5 was used. 3 month after implantation the plate broke.

Manufacturer narrative:
The small plate belonging to the small fragment is not indicated for midshaft fractures of the humerus. For such indications, a straight plate of the large fragment system is the correct choice. In addition, the evaluation of a clinical consultant was requested. This comes to the following conclusion: in the upper arm fracture, the wrong plate was implanted in the primary care (small fragment instead of large fragment). A 3.5-plate cannot withstand the forces on the upper arm in a transverse fracture. The 4.5-plate would certainly have been the better option here. This is a late report due to a corrective action.